Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue replaced the back cover and pressure hose to resolve the issue. The iabp was then calibrated and all functional and safety tests were performed per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
During a service test by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), a broken back cover & pinched pressure hose was identified. There was no patient involvement and no adverse event was reported.